Event description:
It was reported that the patient underwent a spinal procedure. The anterior procedure was performed at first, and then the posterior procedure was performed. After both procedures were completed, the x-rays showed a fragment of the instrument was left in the vertebral body from the anterior procedure. The patient was flipped back to supine position to be re-opened anteriorly. The fragment was retrieved.

Manufacturer narrative:
Device was returned to the manufacturer for evaluation. Visual macroscopic and microscopic exam show that the pin has completely come off of the housing. The area of the pin which interfaces with the housing is excessively damaged most likely due to the removal from the vertebral body. It appears that the pin was not pressed fit properly which may have caused the pin to come off of the housing. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.